Manufacturer narrative:
The device is not available for evaluation, however, a device history will be reviewed.

Event description:
The event involved a 7" (18 cm) appx. 0.7 ml smallbore trifuse ext set w/3 microclave® clear (red, glow rings), 0.2 micron filter, 3 clamps (red, white, blue), rotating luer where the customer reported that the product was leaking from the filter, while connected to the PICC line on a patient. Harm was not reported as a consequence of this event.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. A lot history review could not be conducted as no lot information was provided.